Event description:
While the physician replaced the competitors lv lead due to diaphragmatic stimulation and high capture thresholds, this pacemaker was explanted and replaced. The hospital retained this device. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the device was interrogated, revealing the battery status "ok". The device was implanted for 19 months. The inspection of the pacemaker's memory revealed no anomalies. There were no indications of a device malfunction. The pacemaker was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. In summary, the device is fully functional. There was no indication of a material or manufacturing problem.